Event description:
It was reported the recharge burden for the patient's (B)(6) ipg has increased. The initial interval between recharges was 15 days; however, the patient alleges that she now must recharge the ipg every three days. The patient is working closely with the implanting physician to determine the next course of action in this matter.

Manufacturer narrative:
This device is not marketed/approved in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.